Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was reported that a constant humming/beeping sound can be heard in the background. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms. No humming or beeping occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .